Event description:
It was reported that this left ventricular (lv) lead was suspected to exhibit a loss of capture. It was noted this lv lead was epicardial and it was possible the device was unable to determine the lv threshold appropriately because of this. Technical services (ts) suggested reprogramming options. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).